Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Concomitant medical product - taperloc femoral stem.

Event description:
It was reported that patient underwent left hip revision approximately twelve years post-implantation due to allegations of elevated metal ion levels. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. It was reported in operative report received that patient underwent a revision procedure approximately twelve years post-implantation due to pain and elevated metal ion levels. During the procedure, gray osteolytic debris, osteomyelitis, pseudotumor formation, scar tissue and trunnionosis were noted. The femoral head and acetabular cup were removed and replaced, and an acetabular liner was also implanted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. (B)(4). Concomitant medical products: m2a modular head catalog #11-173662 lot #125370; taperloc porous femoral stem catalog #103203 lot #321020. Operative notes were provided and reported event was confirmed. Device history records were reviewed and no discrepancies relevant to the reported event were found. According to the primary operative notes, the procedure was complicated due to patient's significant obesity making the procedure take longer. Large exostosis was found which required remov al around acetabulum. It was stated that the hip was stable and ranged well and x-ray showed good leg length. From the revision operative notes, it was stated that hemostasis and over all stability was excellent out the front and the back by the end of the revision surgery. According to the packaging insert, control of weight and activity level is important to avoid adverse events after metal on metal hip joint replacement. It is known that at the time of initial surgery, the patient was significantly obese but unknown if weight balance and activity level were controlled later on. A definitive root cause was unable to be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 1825034-2016-03767 and 1825034-2017-03830-1.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces." This report is based on allegations set forth in patient's complaint, and the allegations contained therein are unverified. This report is number 2 of 2 mdrs filed for the same patient (reference 1825034-2016-03767 / 03768).

Event description:
It was reported that patient underwent right hip revision approximately twelve years post-implantation due to allegations of elevated metal ion levels. This report is based on allegations set forth in patient's complaint and the allegations contained therein are unverified.